Manufacturer narrative:
Trackwise#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, cautery would not turn off. Physican assistant quickly removed device from within patient's leg. Scrub nurse squirted device tip with saline while circulator disconnected device from power. Flames noticed from tip of device after device was removed from patient. Per pa patient was unharmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4).

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: e1 corrected from "other healthcare professional" to "non-healthcare professional" the device was returned to the factory for evaluation on 01/24/2023. An investigation was conducted on 01/26/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the device. Evidence of charred material was also observed between the jaws. A microscopic evaluation was conducted. The heater wire was observed to be flexed away from the hot jaw and detached from the tip of the jaw. No defects on the clear silicone insulation were observed on the hot or cold jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test. A tone was audible from the power supply upon activation. It produced visible steam and heat with the jaws open, without sliding the toggle back to activate the device. The open jaws were observed to glow bright orange upon activation. After approximately 5 seconds, flames were noticed from the jaws. The jaws were unable to be closed. An engineer evaluation was conducted on 01/31/2023 with the following results: the complaint device was connected to the complaint lab¿s hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (cvh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was toggled to the on position. The complaint (B)(4) tool did not selfactivate which is normal. The thumb toggle on the handle of the complaint (B)(4) tool was pulled back to the activation (power on) position. The heating element on the jaws heated up but the jaws did not close as expected. Next, the thumb toggle was released but it did not return to the ¿off¿ position as expected, and the device remained activated which is also not normal. Next, the complaint (B)(4) tool handle was opened to determine the cause of the jaw staying in the open position and the heating element on the primary jaw remaining activated. It was observed that the collar had completely come off the yoke rod. See figure 2. This resulted in the breaking of the mechanical link between thumb toggle and the jaws of the complaint device. Additionally, it was observed that when the end of the yoke rod is outside of the collar and positioned up against the flat side of the collar, this will prevent the hemopro tool thumb toggle returning to its normal shut-off position. Because the internal switch and the thumb toggle are mechanically linked, this will result in the switch remaining on and electrical power will continue to go to the heating element in the jaws of the hemopro tool. Per work instruction 90523415 rev h, a torque of (B)(4) is applied to the collar set screw to secure the collar in place. Based on the returned condition of the device, the investigation results, and the engineer evaluation, the reported failures "device remains activated" and "fire", as well as the analyzed failures "mechanical problem" and "material twisted/bent wire" were confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000279399 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. Corrected sections: d4--unique identifier (UDI) # corrected from "(B)(4)" to "(B)(4)." H6--investigation conclusions corrected from code "23" to "25." An expiration date was not provided, therefore, only a partial UDI # is available.